Manufacturer narrative:
Event and therapy date are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-21591, 1627487-2020-21590. It was reported that patient was unable to increase the stimulation amplitude. The stimulation strength decreased on its own. Diagnostics revealed high impedances in one lead contacts and x-rays were normal. Reprogramming was unable to provide effective therapy. As a result, patient may be awaiting surgical intervention wherein the leads and ipg were replaced on (B)(6) 2020. Reportedly effective therapy was restored.

Manufacturer narrative:
The device was tested to manufacturing specifications using the ate and passed all tests. No physical or functional anomaly was observed that would contribute to the reported issue. The ipg functioned as intended. Analysis of returned device identified that this product should not have been reported on because there were no alleged deficiencies with the product .